Manufacturer narrative:
A follow up report will be submitted upon completion of this investigation.

Event description:
The customer reported that the nibp zero was repeatedly drifting during a long case, by as much as 20mmhg. On one occasion, systolic displayed 90mmhg when it was in fact 70 and required an increase in vasopressors. The zeroing button on transducer was pressed and it correctly incremented by 100mmhg. Three other units were tested and none had similar drift. The drift was noticed when abgs (arterial blood gases) were taken but could not reproduce a sudden drift with flushing or aspirating so it must be gradual. There was no report of delayed intervention or adverse patient impact.

Event description:
The customer reported that the nibp zero was repeatedly drifting during a long case, by as much as 20mmhg. On one occasion, systolic displayed 90mmhg when it was in fact 70 and required an increase in vasopressors. The zeroing button on transducer was pressed and it correctly incremented by 100mmhg. Three other units were tested and none had similar drift. The drift was noticed when abgs (arterial blood gases) were taken but could not reproduce a sudden drift with flushing or aspirating so it must be gradual. There was no report of delayed intervention or adverse patient impact.

Manufacturer narrative:
Multiple requests were made for the cited material, log files and additional information. However, none of the requested material or information was provided. Therefore, the reported issue could not be verified and root cause could not be determined.